Event description:
The site reported the following: a black foreign substance of unk etiology was seen in the syringe.

Manufacturer narrative:
Bayer r & I product analysis received and examined the returned syringe, lot number 149609 and identified the presence of a black particle in the fluid path. The particle was detected in the barrel of the syringe and measured 0.4 square mm. Comparison of the particle with the inside diameter of the range of catheters used for radiology infection concluded that the potential of injection into the patient exists. The syringe kit instructions for use instruct the user to "visually inspect contents and package before each use." This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance. In the event additional info is received, a follow-up report will be submitted.